Event description:
On (B)(6) 2018, a reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation. The reporter indicated that at 12 pm on (B)(6) 2018, after applying blood, the meter counted down and then powered off. The patient manages her diabetes with metformin oral medication. The reporter indicated that following the start of the alleged issue, the patient had eaten less food. She reported that around 30 minutes later, at 12:30pm on (B)(6) 2018, the patient developed symptoms of ¿shaky and dizzy¿. The reporter denied that the patient received any treatment for her symptoms above or beyond the usual routine of diabetes care and management. The patient did not have another meter as back-up. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Based on the information provided, there was no misuse of the meter. The cca educated the reporter on the meter¿s behavior and auto-shutoff but the issue remained unresolved. Based on the information provided, the patient¿s batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Shaky and dizzy, after the meter powered off and she was unable to check her blood glucose level.